Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention at this time. The customer's expected blood results are 50-198mg/dl fasting. Verified test strips expire 10/24/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2016 reviewed meter memory: (B)(4). Customer calling states he is getting lo blood results .customer states that he run a blood test with ps2490 strips and got lo. Customer then decided to run a blood test with strips (ps2490) and got 198/203/200mg/dl. Customer decided to use strips (ps2490) with his other trueresult meter and got lo blood results as well. Customer states that he has been a diabetic for over 40 years and does not know exactly what his expected ranges are but think it should be 50-197mg/dl fasting. Customer states that he is doing a medical study and his glucose range varies. Customer test 8 or more times a day and is on insulin. Check meter memory and none of the results that customer took today were fasting.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on meter; wrong test strip vial lot returned. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention at this time. The customer's expected blood results are 50-198mg/dl fasting. Verified test strips expire 10/24/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: with the lo blood results that were taken on (B)(6) 2016 @10:45am & 10:34am. Customer calling states he is getting lo blood results .customer states that he run a blood test with ps2490 strips and got lo. Customer then decided to run a blood test with strips ( ps2490) and got 198/203/200mg/dl. Customer decided to use strips (ps2490) with his other trueresult meter and got lo blood results as well. Customer states that he has been a diabetic for over 40 years and does not know exactly what his expected ranges are but think it should be 50-197mg/dl fasting. Customer states that he is doing a medical study and his glucose range varies. Customer test 8 or more times a day and is on insulin. Check meter memory and none of the results that customer took today were fasting.